Event description:
I had the linx device implanted in (B)(6) 2018 to help with my acid reflux. My problems now are worse. I am unable to eat solids. I have horrible belching where gas gets trapped and finally I am able to relieve the chest pain by this belch. I constantly have this terrible gas taste coming up with mini burps where no one wants to sit beside me because of the smell. I want to have the device removed but I hear with the scarring, that will cause more damage.